Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that in (B)(6) 2018, the patient suddenly started experiencing shocking in the upper back and shoulder blade area. It was noted that the therapy was working fine except for the shocking. They also developed occipital neuralgia around (B)(6) 2018, which was described as extreme pain in their neck, behind their ears and on the side of their head, which they alleged was due to the clips that were used to hold the leads in place. In (B)(6) 2018, the patient noticed the pain at the ins from the implant surgery had not resolved. It was noted the new ins was implanted in the same place the previous ins had been placed. The patient had 5 reprogramming sessions but the programming only lasted 1-2 days and then the shocking returned. The patient has had their ins turned off since (B)(6) 2018. The patient had to find an in network doctor because they are going to have the system removed. It was also reported the patient had fallen on (B)(6) 2018 and again on (B)(6) 2018, but no further symptoms or device allegations were reported as a result of those falls. They were redirected to the doctor. Additional information was receive d from the rep on september 13, 2018. They reported they had not been made aware of the shocking sensation. The rep had met with the patient in the post-op follow up, for normal reprogramming sessions, and once for an impedance check due to a fall the patient had. At the impedance check everything had worked and the patient was satisfied. The rep had no further information to provided. No further complications were reported or anticipated.